Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. This patient had severely calcified vessels and a long aortic neck with a small distal aorta. It was reported the patient presented with right iliac limb occlusion. The physician elected to perform a thrombectomy procedure, followed by implant of another manufacturer's stent at the terminal iliac, where there was a focal stenosis. The cause of occlusion was most likely related to a combination of the following, external compression in the graft from a relatively normal aorta in places, calcified external iliacs especially at the origin of the hypo, and diseased femoral artery and poor distal runoff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention required. Results: arterial and venous occlusion; calcified external iliacs especially at the origin of the hypo, and diseased femoral artery and poor distal runoff. Conclusions: calcified externa iliacs especially at the origin of the hypo, and diseased femoral artery and poor distal runoff.